Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran the occlusion test, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).refer to medwatch 2032227-2016-50399

Event description:
The customer reported via telephone call that the blood glucose ran high to 598 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer had changed the set and reservoirs three times. The reservoirs will be replaced and returned for analysis.